Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of manufacturing records and complaint history was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Other devices used: catalog #00630505836, zimmer trilogy acetabular liner, lot #60210216; catalog #00786201520, versys femoral stem, lot #60193578- remains implantedthis report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. Review of the implantation operative notes confirm that the patient underwent right total hip arthroplasty due to osteoarthritis. It was noted that the trial components gave excellent stability. The trials were removed and final components were implanted. No complications noted. Review of the revision operative notes confirms that the patient underwent right hip revision of acetabular component and femoral head due to metallosis with pseudocyst. It was noted that the scar tissue attached to the posterior trochanter was removed and there was immediate black fluid noted within the joint. The liner was found to be fractured into multiple pieces and there was fracture and wear of a portion of the superior acetabulum. The femoral head was also removed. It was also noted that "extensive debridement was performed with a nearly complete capsulectomy for very extensive metallosis which was involved through most of the tissues of the joint capsule. Anteriorly there was a very large pseudocyst which was identified. This was debrided and drained through the joint". It is unknown as to what caused the liner and acetabular fracture. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause for the reported issue cannot be determined with the information provided.

Event description:
It is reported that patient underwent a revision due to pain, metallosis, and elevated ion levels.